Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good post procedure.